Event description:
Healthcare professional later reported capsular contracture baker grade unknown, "valve delaminated from shell" and "plug strap separated". Device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown, delamination, and other-technical (plug strap separated).

Event description:
Healthcare professional reported a left-side deflation and bilateral exchange of textured devices due to patient's concern with product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Delamination: not observed. Other-technical: unable to confirm as it is a technical event not related to the device. Additional observations: crease fold observed. Wear abrasion observed. Brown particles on the surface of the shell. Broken plug strap. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left-side deflation and bilateral exchange of textured devices due to patient's concern with product. Healthcare professional later reported capsular contracture baker grade unknown, "valve delaminated from shell" and "plug strap separated". Device was explanted and replaced.